Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error resulting in an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the error was an alternate o2 error with the mixer and did not affect ventilation. There was no reportable malfunction. Additional information was received that the error was an alternate o2 error with the mixer and did not affect ventilation. There was no reportable malfunction.